Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was detected via the remote home monitoring system for low shock impedance measurements on the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d). A clinician contacted boston scientific technical services (ts) and questioned what could have caused a low shock impedance measurement that had been stable around 50 ohms. Ts discussed standard troubleshooting steps with the hcp. The field representative stated that the patient has been seen in the office and everything checked out fine. No adverse patient effects were reported. The cardiac resynchronization therapy defibrillator (crt-d) was explanted over five years later and returned for analysis. The rv lead remained in service with within range shock impedance measurements.